Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) reached end of life (eol) and was replaced. Electrocautery was used during the procedure. Postoperatively, the patients status was reported as improved, with adequate stimulation coverage. The explanted ipg will not be returned for analysis, as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.